Event description:
A malfunction code 12 was reported by the customer, and a fault ID was provided. There was no adverse impact to the customer's blood glucose level. The customer planned to reset the pump independently after receiving reset information from technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.